Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient or event information was available. Multiple attempts were made by tandem's technical support to confirm if the transmitter regained connection with the pump; however, no response from the customer was received.